Manufacturer narrative:
This product is not marketed in the us. No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -8.50/+2.00/080 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. Refractive surprise was noticed. The lens remains implanted in the eye. Attempts to obtain additional information have been unsuccessful.